Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the sodium electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous high sodium (na) patient results were generated on the au680 clinical chemistry analyzer. The erroneous results were released from the lab, and the customer corrected the results. There was no change in patient treatment in association with this event.